Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal did not load properly while loading the seal into the delivery tube. The surgeon converted to cross-clamp to complete the procedure. No patient complications were reported by the hospital as a result.